Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that prior to the start of a davinci assisted surgical procedure, the customer identified that the monopolar curved scissors (mcs) instrument's jaws did not close. The procedure was completing as planned with no reported injury.